Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically the therapy electrode recognition test. Upon investigation, the electrode belt trunk cable connector guide pin was physically damaged. The cause of the test failure was the damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged connector.